Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the earth leakage current test. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device met functional testing specifications. During the power section inspection and digital board inspection, dried liquid residue was observed on top of the grounded metal case of the power entry module, ac power electrical contacts and digital board components u42. The cause of the reported condition was power entry module fluid damage. The power entry module was replaced to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.